Event description:
Patient underwent full revision (replacement of the lead and generator) due to high impedance lead replacement and prophylactic generator replacement. The explanted product has not been received to date; however, the explanting facility is known to be a no return site, as they typically discard explanted product. No other relevant information has been received to date.